Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump was programmed with a bolus and the delivered properly. No air bubble anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and broken belt clip slot.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 484 mg/dl at the time of the call. The customer was hospitalized for unexplained high blood glucose reaching to 570 mg/dl. The customer treated themselves with manual injections. The customer declined checking the settings on their pump but was assisted with preforming a high pressure test. The customer's pump passed the high pressure test, but was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.